Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes hub separation, sleeve leakage, and unable to puncture tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the customer had venipuncture issues. It was noticed that the non-patient needle didn¿t come out together, blood leaked and the nonpatient needle couldn't puncture. No patient impact reported.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field e1: initial reporter addr 1: (B)(6). There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot#:2357882 d4. Medical device expiration date: 31-dec-2024 h4. Device manufacture date: 01-jan-2023 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the customer had venipuncture issues. It was noticed that the non-patient needle didn¿t come out together, blood leaked and the nonpatient needle couldn't puncture. No patient impact reported.